Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2013-13704 and 1627487-2013-13706. The pt reported her scs sys was explanted sometime in 2012. The pt stated the sys appeared to be functioned properly; however, she was not receiving adequate pain relief from the stimulation even after multiple programmings.